Event description:
Additional information received from the physician's office noted that in the surgery report it stated that the lead was revised; they were unsure if they used a new one or reused the implanted one. It also said in the report that they implanted the battery with a lead extension on the date of (B)(6) 2011. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the right lead was explanted and revised because the lead had crossed hemispheres. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3389s-40, (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), lead model 3389s-40, (B)(4), implanted: 2011 (B)(6), explanted: unknown, extension model 37085-95, (B)(4), implanted: 2011 (B)(6), explanted: unknown, extension model 37085-95, (B)(4), implanted: 2011 (B)(6), explanted: unknown.